Event description:
We have rec'd a new complaint from (B)(6) hosp (B)(6) about the breakage of the tip part of the temperature probe. According to the report of the customer, the tip part remained inside the body for the pt. They couldn't confirm that it was excreted from the body.

Manufacturer narrative:
(B)(4). A request has been made to the customer for return of the complaint device and add'l info regarding the incident. Once rec'd, an investigation will be performed. A f/u MDR will be submitted if an investigation is completed. Report number 1423507-2014-00022 - this report (3010838917-2014-00003) is being submitted as the incorrect report number was inadvertently reported with the initial submission. This f/u is being submitted only to reflect the accurate MFR registration number in the report number. Device eval completed (B)(6)2014 - the complaint prod was evaluated. There appears to be minor stretching over the thermistor. Cleaning stroke of the surface is noted in the IFU to be away from the sensing tip, towards the connector end. After several cleanings toward the tip end, the material will stretch and the tip can break away with minimal force ( 3.0-4.5 lbs).